Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On 25 june 2019, it was reported that the motor on a handpiece appeared to be noisy during use on (B)(6) 2019. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 6 may 2019 it was noted that the device was out of calibration at all four settings and that the motor ran below motor speed specifications. It was recommended that the motor, reciprocating arm, needle bearings, and multiple bearings be replaced. Per the technician letter, the technician notes that he was able to reproduce the reported noise issue. Repair of the dermatome occurred on 25 june 2019 and involved replacing the motor, reciprocating arm, needle bearing, and multiple other bearings as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the dermatome to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor was noisy during use, it cannot be determined from the information provided as to what caused the motor to make excessive noise. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that after surgery, the motor of the hand piece appeared noisy while depressing the throttle. Investigation revealed that the motor was below specifications.